Manufacturer narrative:
Evaluation method - complaint history review and device history record review. Results - device history record review for the reported lot number. No similar issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. Conclusions - the customer complaint was not confirmed due to the lack of product sample to perform a proper investigation and determine the root cause. However, based on similar complaints r&d department has in process a project in order to implement the corrective actions to assure a more robust retention (CAPA (B)(4)).

Event description:
The event is reported as: the alleged complaint reads, "the circuit itself comes apart from the adapter that fits on the concha column. The heated wires stay connected but the circuit comes apart." No patient injury reported.